Manufacturer narrative:
The getinge field service engineer (fse) resolved the issue by placing the touchscreen assy,12.1" and confirmed that the touchscreen functioned to factory specifications. However, upon testing, the iabp unit failed autofill with a patient simulator and 40cc balloon. Unit installation was not complete and getinge (B)(6) was notified. Unit is not cleared for clinical use and has been tagged as troubleshooting/repair services required. The initial reporter is a getinge employee who has different contact details from that of the event site. A contact person at the customer or complainant site is (B)(6). Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during installation of the cardiosave intra-aortic balloon pump (iabp) it was discovered that the touchscreen was unresponsive. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11 corrected fields: h3, h6 (medical device - problem code, type of investigation, component codes) the getinge field service engineer (fse) returned at a later date and completed the set up and installation of the iabp unit. Unrelated to the reported issue, the fse replaced a missing screw observed on the bottom of the display housing then tested the iabp unit and all testing passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The previously observed autofill issue observed during testing has been reported under mfg report number 2249723-2021-01101.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced touchscreen assembly and confirmed that the touchscreen functioned to factory specifications. However, upon testing, the iabp unit failed autofill with a patient simulator and 40cc balloon. The getinge field service engineer (fse) returned at a later date and completed the set up and installation of the iabp unit. Unrelated to the reported issue, the fse replaced a missing screw observed on the bottom of the display housing then tested the iabp unit and all testing passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.